Event description:
It was reported that a spectrum pump had an intermittent keypad (#1, #2, and #3 keys). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the intermittent keypad, which was experienced during eval. It was found to be caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.